Event description:
The article 'health-related quality of life in syndromic scoliosis treated by segmental pedicle screw instrumentation: a case-control study' in medical journals sweden was reviewed. The study aimed to assess the change in health-related quality of life (hrqol) in patients with syndromic scoliosis compared with adolescent idiopathic scoliosis after spinal fusion with pedicle screw instrumentation. A retrospective single-center case-control study from a tertiary level hospital was conducted in children undergoing segmental pedicle screw instrumentation for syndromic scoliosis between 2009 and 2023 with a 2-year follow-up. The scoliosis research society-24 (srs-24) questionnaire was used to assess hrqol preoperatively and at follow-up. Bilateral segmental pedicle screw instrumentation (6.35 legacy, solera 6.0, medtronic spinal and biologics, minneapolis, mn, USA; mesa2, stryker spine, kalamazoo, mi, USA) was used for spinal deformity correction. 35 syndromic scoliosis patients underwent segmental pedicle screw instrumentation. Mesa2 was used for 4 syndromic scoliosis patients and 21 adolescent idiopathic scoliosis patients. The health-related quality of life in patients with syndromic scoliosis was comparable to patients with adolescent idiopathic scoliosis after posterior spinal fusion with segmental pedicle screw instrumentation. None of the patients had unplanned revision. One patient experienced a motor evoked potential change and pneumothorax caused by a screw. The patient received a chest tube and experienced no neurologic deficit.